Event description:
The customer reported obtaining false high ethanol (etoh) alcohol patient results for four (4) patients, involving the dxc 700 au clinical chemistry analyzer. The results were questioned by physician, which resulted in delay in surgery, for one (1) patient due to false results. The customer repeated the same sample on another system and obtained a result considered correct by the customer. The patient with delay in surgery was scheduled for (B)(6) 2026, had to be rescheduled. The customer did not identify which of the patients had the delay in results. The customer did not provide information regarding the type of surgery, impact to delay in treatment, or hospitalization status. The customer confirmed there was no harm to patient. The customer did not provide additional information.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. The cts was advised customer to check cycle counts. The cts advised customer to replace the syringe. Upon follow-up communication with customer on (B)(6) 2026 indicated, the syringes were the original syringes from instrument installation and had not been replaced. The customer indicated they will order syringes. The cause of false results is unknown. The cause of cannot be determined with the available information. The customer stated the samples were repeated on another analyzer and obtained normal results. No parts replaced. There is insufficient evidence of a system or reagent malfunction. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case-(B)(4).